Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic gastroplasty, while on stomach, the device did not fire and the staples were not released. Device replacement was done to complete the procedure. There was no patient injury.